Manufacturer narrative:
(B)(6). (B)(4).this part is not approved for sale in the us but a similar part with catalogue number 8792813 and 510k number (B)(4) is approved for sale in the us. The device was not returned for evaluation. Hence, it is difficult to draw any conclusion. 4 screws with the same catalog number were used. It is not known which particular screw backed out.

Event description:
It was reported that the patient underwent anterior fusion at cervical for ossification of posterior longitudinal ligament. The patient complained of dysphagia around 10 days after initial operation although it had been no problem at postoperative x-ray examination. Image revealed that autologous bone moved towards anterior and pushed the plate that caused side screw back-out at cranial level along with plate. Currently dysphagia is resolved so the patient will be followed up. The surgeon commented installation position autologous was not appropriate. He also commented angle and selected size of screw at cranial might have been problem. Half portion of the cranial side of screw was dislodged from vertebra. Image was not confirmed during the operation. Revision was not scheduled at this time of report due to the patients's better condition of dysphagia. Device remained inside the patient